Event description:
Covidien formerly tyco healthcare received a report that the primary speaker on the device did not provide an audible tone. The caller confirmed that the secondary speaker did function as intended and provided an audible tone. There was no pt harm reported.

Manufacturer narrative:
The device associated with this report was requested back for eval, but it has not yet been received.